Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2013 and the device was used. There were no adverse patient consequences reported. No additional information was provided. During evaluation, the device was found to not rotate the disposal.

Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: the actual device involved in this event was returned for evaluation with minor cosmetic issues. The device was visually and functionally evaluated. During evaluation the device was found to not rotate the disposal. The motor assembly was identified as the cause of the insufficient drive of the disposal during the investigation.